Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the lv (left ventricular) lead had high pacing thresholds. Subsequently the lead was capped. No serious injury/no adverse patient effects were reported.